Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 due to a distal femoral fracture caused by a patient fall. The femoral component, tibial bearing and tibial tray were removed and an orthopedic salvage system was implanted.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2015 due to a distal femoral fracture. The femoral component, tibial bearing and tibial tray were removed and an orthopedic salveage system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.'